Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that the device can not boot up. There was no patient involvement reported.

Event description:
The customer reported that the device can not boot up. There was no patient involvement reported. There was no adverse patient impact reported.